Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 2, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "explant" and "capsule collapse" could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023. Device evaluation: the suspect iol was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed. Manufacturing records review for this device shows that the unit was released within specification. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye. The capsule was not stable so another johnson and johnson iol (different model, za9003, same diopter) was placed in the sulcus instead. The issue was first identified during a post-operative exam. The patient was originally scheduled for an iol repositioning. The patient's unspecified symptoms lasted for two days. There was no incision enlargement, suture, or vitrectomy required. There was no delay in procedure and no patient injury. The patient is fully recovered. No further information was provided.